Manufacturer narrative:
No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information was received indicating that on (B)(6) 2015 the lower part of the median wound had dehiscence and effusion was confirmed. On (B)(6) 2015 the patient underwent wound dehiscence and they "had covering for blood pump front using rectus abdominis muscle skin flap."

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 19 days post-implant it was reported that the patient heard an intermittent beep which was followed by a brief pump stoppage. The patient was hemodynamically stable and asymptomatic. The patient was connected to a power module for monitoring and a CT scan and x-rays were performed. The patient's lactate dehydrogenase level was normal but his international normalized ratio was 1.5. A transient "thrombus" was suspected due to the patient¿s inr; therefore, a heparin infusion was initiated. The manufacturer¿s technical services personnel reviewed the system controller event history and two low speed advisory alarms and a low speed hazard alarm followed by a pump stop were seen. The patient was reported to be stable with no further events at this time. In addition, it was reported that per the clinician the pump stoppage was transient and correlated to clinical symptoms rather than mechanical.

Manufacturer narrative:
(B)(4). The device remains implanted and in use by the patient. No further information is available. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.

Manufacturer narrative:
Evaluation of the patient¿s system controller event history confirmed a pump stoppage. Per the clinician, the pump stoppage was transient and correlated to the patient¿s clinical symptoms. A correlation between the pump and the suspected thrombus could not be conclusively be determined as the pump is not available for evaluation. The patient remains on vad support with the pump and no further related events have been reported. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.